Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. Patient's mother reset the receiver and it resolved the issue. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2014 and confirmed the reported event of intermittent antenna icon. A CAPA has been initiated for this issue.